Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device revealed that the novaback file was corrupted causing the device to lock screens at 11am every day. Fse set up the back up for once a week on sundays at 11pm. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 16 apr 2017 through aware date 16 may 2018. There were three similar complaints identified during the search period. The aia-2000 operator's manual, rev h; chapter 8-other aspects of operation - was reviewed. The aia-2000 operator's manual, rev h; chapter 8 indicates that communication with the host computer is conducted using a rs232c cable and astm e1381-91 and e1394-91 compatible transmission interface or using ethernet and openla21 standard (hl7 ver2.4) compatible transmission interface. Contact tosoh service center or local representatives if more detailed specifications of the communication between the aia-2000 and the host computer are needed. The most probable cause of the reported event was due to corrupt novaback software.

Event description:
It was reported that the customer experienced communication interface issues between the laboratory information system (lis) and their aia-2000st analyzer. The customer stated that the device "locked up completely" at times when the analyzer was trying to communicate during query. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth), luteinizing hormone (lh ii), prolactin (prl) and follicle-stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.